Event description:
It was reported that at the beginning of a laparoscopic cholecystectomy procedure, the clamp did not function. No clips were delivered. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device will be returned.

Event description:
It was reported that at the beginning of a laparoscopic cholecystectomy procedure, the clamp did not function. No clips were delivered. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device will be returned.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. This is the initial report being re-submitted as it errored as duplicate. The analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and no clips could be fed; the anti-backup mechanism was tested and it worked as intended, however the lockout could not be tested due to the feeding issue. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder shoe was found to be damaged causing the feeding issue. No conclusion could be reached as to what may have caused the reported incident.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. The analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and no clips could be fed; the anti-backup mechanism was tested and it worked as intended, however the lockout could not be tested due to the feeding issue. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder shoe was found to be damaged causing the feeding issue. No conclusion could be reached as to what may have caused the reported incident.